Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer(caregiver) with follow up phone calls to assure product is not displaying low results; customer informed went to the hospital on (B)(6) 2016 and diagnosticated with type 1 uncontrolled diabetic. Customer has improved since the doctor(endocrinologist) medicated a type 1 sliding scale insulin rather than fixed amount of insulin which seems work out better for customer's blood sugar level.

Event description:
Customer's caregiver complains of low results. Customer states that customer feels physically fine, denies the need for medical attention. The customer's expected blood results are 280-325mg/dl fasting. Verified test strips expire 07/28/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory (B)(6). Memory concerns:all results that are above (B)(6) called about meter reading low on the blood sugars compared to another meter, customer normally runs high on the blood sugars, they are having a hard time getting his blood sugars under control. (B)(6) stated that this customer (B)(6), rarely has any symptoms of a high blood sugar.